Event description:
It was reported that the patient kept getting urinary tract infection because of pure-wick female external catheter. Patient had been using the pure-wick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. As per customer via phone on (B)(6) 2022, it was reported that the customer experienced multiple urinary tract infections since using the pure-wick female external catheter. Customer stated that they were in the hospital for 4 days with sepsis from the urinary tract infection. Customer stated they did not have a history of urinary tract infections prior to using the pure-wick. Customer stated they had been prescribed several antibiotics and had been on antibiotics for over the last month. Customer stated they saw their urologist regularly and will follow their urologists orders if they told them to stop using the pure-wick .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. " "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours". The device was not returned.

Event description:
It was reported that the patient kept getting urinary tract infection because of pure-wick female external catheter. Patient had been using the pure-wick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. As per customer via phone on 01aug2022, it was reported that the customer experienced multiple urinary tract infections since using the pure-wick female external catheter. Customer stated that they were in the hospital for 4 days with sepsis from the urinary tract infection. Customer stated they did not have a history of urinary tract infections prior to using the pure-wick. Customer stated they had been prescribed several antibiotics and had been on antibiotics for over the last month. Customer stated they saw their urologist regularly and will follow their urologists orders if they told them to stop using the pure-wick .